Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to hospital with hemolysis, pneumonia and renal failure. Suspected pump thrombus, patient was not a candidate for re-operation. Patient expired on (B)(6) 2011 and the pump was explanted.

Manufacturer narrative:
The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.